Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable at the time of report. Other relevant device(s) are: product ID: 9733467, software version: (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon had stated that the system was inaccurate. There was no impact on patient outcome.